Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed that all leaflets were intact, flexible and in the closed position with no damage noted. All commissures were intact with no damage noted. Calibrated measurements confirmed the device met specification for size. Conclusion: the cause of the issue may have due to patient anatomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 21mm bioprosthetic valve, the fit was "too tight" and the surgeon was concerned with clearance of the coronary ostia. The valve was explanted and the physician expanded the root/annulus and then implanted a 21mm non-medtronic valve. The physician indicated that after expanding the annulus, the medtronic product could have likely been implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.